Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat a persistent atrial fibrillation, a faradrive sheath was selected for use. Preparation of the sheath was successful, and everything was fine during aspiration. However, during insertion of the catheter into the sheath valve, there were air bubbles noted during aspiration. The physician tried aspiration with and without the catheter, but the same issue was noted. No air was noted to be seen to enter the patient. The sheath was replaced to complete the procedure. No patient complications were reported.